Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose levels were low (41 mg/dl). Customer discontinued use of the pump, consumed carbohydrates, and contacted health care provider. Review of pump setting by tandem technical support showed a difference in basal setting from 11 am to 5 pm. Contact indicated that setting would be discussed with health care provider.